Event description:
Upon removal of the catheter, the tip appeared to be "frayed". Another neuron was used instead. It was noted that in this department when using a guide or diagnostic catheter, it is routine to stand on one end of the packaging, locking it to the floor, while the catheter is removed. This ensures the catheter can be removed quickly but with some force.

Manufacturer narrative:
Device investigation: there is a break in the distal section of the catheter, 6.5 cm from the distal tip. This location corresponds exactly with the end of the shipping mandrel. Upon removal of the proximal portion of the catheter from the shipping tube, a broken internal coil wire can be seen. The technique of catheter removal described in the complaint likely caused the failure. The shipping mandrel extends >3 cm beyond the distal tip of the catheter. If in the process of standing on the end of the pouch, the mandrel was also pressed on, the shipping mandrel would tend to clamp the catheter tip against the carrier card. Close examination of the break shows stretching of the catheter wall, supporting this conclusion.